Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited polarity switch due to low impedance. The lead warning was triggered. It was also noted that the ra lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.